Event description:
During g3 surgery, when the package of nail was opened, a hair was found in the blister pack. The surgeon used this nail. The procedure was completed.

Manufacturer narrative:
Additional info has been requested and, if received will be submitted on a supplemental report.